Event description:
It was reported that during a lap gastrectomy the tissue pad came off after 3 hours. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Sent date: 09/04/2007. Info is unavailable; device was not returned for eval.